Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated afp result on the architect i2000sr analyzer. The following data was provided: initial 4, repeated an aliquot at 1704, and again from the original sample as 3 ng/ml and 4 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Labeling was reviewed and found to be adequate. No patient sample was available to assist in the investigation. Therefore, testing of a serum based panel sample with a target concentration of 20 ng/ml, which mimics a patient sample, was performed using an in-house retained kit of lot 76329fn00 stored at the recommended storage condition. All specifications were met indicating that lot 76329fn00 is performing acceptably. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.